Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." It was observed that the entire IV tubing was filled with air, extending up to the patient. A review of the device's serial number history revealed no prior similar complaints. The device was not returned for evaluation; therefore, the failure mode could not be confirmed, and the probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed to alarm for air in line. It was observed that the entire IV tubing was filled with air, extending up to the patient. The fluid being infused was 1,000 ml of normal saline. The pump was operating under primary mode with a flow rate of 900 ml/hr. This issue occurred near the end of the infusion. The nurse had infused the entire bag before detecting the presence of air in the line. At the time the issue was discovered, there was no fluid remaining in the tubing, only air. The nurse noticed the air at the beginning of the patient's line at the needle insertion site. No patient harm was reported. No patient or user harm was reported.

Manufacturer narrative:
The MDR serves as a correction and device evaluation: on 06/30/2025, intuvie received a report indicating that the infusion pump did not generate an "air in line" (ail) alarm, and the tubing was observed to be filled with air up to the patient. No patient harm was reported. The device was returned to intuvie for evaluation. On 10/16/2025, during initial testing, no issues were identified, and the reported ail alarm failure could not be reproduced. The failure mode was not confirmed. Further evaluation by the subject matter expert (sme) confirmed the pump software was free of known defects and that both the air-in-line alarm function and flow-rate performance met specifications under multiple operating conditions. However, under controlled laboratory conditions, the reported event was successfully reproduced. The investigation identified droplet-induced sensor masking as a plausible and field-relevant failure mechanism. When the administration set is improperly installed or primed (e.g., due to loose connections, fluid leakage, or residual water exposure), liquid droplets can accumulate at the bottom of the ail sensor channel. These droplets interfere with ultrasonic waveform transmission between the transmitter and receiver, preventing proper air-bubble detection. This condition was reproduced in bench testing and correlates with complaint trends suggesting user-related setup deviations in specific healthcare facilities. Therefore, droplet-induced sensor masking is the probable root cause of the reported event. As a preventive measure, the ultrasonic board pcba (z-800-z-010) and ail sensor module (z-800-z-152) were replaced by a trained service technician. Examination of the removed components revealed no evidence of electrical shorting, corrosion, or debris contamination, indicating the failure mechanism is likely external and use-condition dependent. Reference to complaint#: (B)(4).

Manufacturer narrative:
This MDR serves as a follow up device evaluation to the initial MDR 3006575795-2025-00285 / complaint#: (B)(4): intuvie received a report indicating that the infusion pump did not generate an "air in line" alarm, and the tubing was observed to be filled with air up to the patient. No patient harm was reported. The device was returned to intuvie for evaluation. During the investigation, the device failed the air-in-line alarm test, as air bubbles passed undetected. The device also failed the 30 psi occlusion test, recording a pressure of 15.3 psi, which is below the acceptable specification range of 22-38 psi. A review of the device's serial number history did not identify any similar complaints for either failure mode. Both failure modes were confirmed; however, the probable causes remain undetermined. The investigation is ongoing. CAPA: zm2023-23 was initiated to further investigate the root cause of the occlusion failure mode. Reference: complaint#: (B)(4).